Manufacturer narrative:
A ge rep evaluated the system and reseated a loose camera video cable. The system operates as intended.

Event description:
The customer reported "error code fracture 25." The field engineer noted that the error prevented the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.